Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported insulin was squirting out of the customer's insulin pump while priming. The customer's blood glucose was unknown. The customer did not want to troubleshoot. Customer was advised to call back when the issue occurs to troubleshoot. The customer's blood glucose was unknown. No additional information provided.